Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and sparc were implanted. The patient underwent another procedure on (B)(6) 2007 and miniarc was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2007 by dr. (B)(6) due to pelvic pain and vaginal foreign body.